Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on analysis completed on 08-oct-2018. It was reported that crossing difficulties were encountered. The 80% stenosed, 18mmx2.75mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75x20mm promus element stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Device eval by manufacturer: promus element, mr, ous 2.75x20mm stent delivery system was returned for analysis. A visual examination of the stent found damage to distal stent rows 1-2 with stent struts bunched and misaligned. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.